Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in impedance and decrease in sensing were found. Lead connection/anomaly suspected.